Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted and proactive testing was performed with no signs of abnormality. No intervention was been performed. The patient was in stable condition and will continue to be monitored.